Event description:
This is a spontaneous report by a consumer from the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized (B)(6) 2011. It is unknown if a peritoneal effluent culture was performed. Treatment was not reported. The patient was recovering and still hospitalized. Dianeal therapy was ongoing. The consumer believed the peritonitis was caused by seafood. The nurse believed the peritonitis was not related to dianeal therapy. The nurse declined further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This report for peritonitis was not confirmed for a disposable set issue and the cause was not identified because the disposable set was not returned to baxter for evaluation. A review of all batch record documents was performed for h11f17016 h11e11136 with no issues noted during the manufacturing process. A sample was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.